Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 04, 2022.

Manufacturer narrative:
Per the clinic, the recipient underwent a revision surgery on (B)(6) 2022 to replace the magnet. The implanted device remains. This report is submitted on may 30, 2022.